Event description:
Complainant alleged that the device powered up without display. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll. The initial reporter returned the power supply board and the malfunction was duplicate and attributed to a capacitor.